Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account noticed a leak on the architect i2000sr. The operator opened the architect i2000sr front doors and wash buffer splashed on the operator's face. The operator washed her face. The operator was wearing eye glasses at the time of the splash. The operator washed her face with no intervention reported.

Manufacturer narrative:
The field service engineer (fse) was notified of the splash while onsite to troubleshoot the wash buffer fill errors. The customer had observed wetness on the buffer filter but indicated the tubings attached to the buffer filter were not disconnected. The fse replaced the buffer filter and verified the instrument was performing as expected. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding a splashing incident or exposure after the buffer filter was replaced. The architect operations manual provides instructions for the replacement of the buffer filter and troubleshooting for wash buffer fill errors. Additionally, the architect operations manual provides information regarding biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A review and search for similar complaints identified no adverse trends for buffer filter with regards to splashing/exposure. A review of the architect i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the issue described in this complaint. No malfunction was identified. The customer was not wearing protective eye wear when accessing the supply and waste center. Based on the evaluation performed, neither a deficiency of the part or the architect i2000sr was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. (B)(4).